Event description:
The surgeon received the anchor into the sterile field. Upon implantation, the anchor tip was noted to bend. That anchor was removed. A second anchor of the same lot number was opened. Upon insertion of this second anchor into the bone, the anchor broke into two pieces. Both pieces were retrieved. A third anchor, with a different lot number than the first two, was obtained. The case was completed with that anchor without further incident.